Event description:
It was reported that the pt was revised due to the nail fracturing.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.